Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user does not have access to sound using the device since (B)(6) 2020. At the beginning it was noticed a gradual deterioration in hearing followed by a complete loss of all sound a week later. Before the event occurred, the hearing performance using the device was very good.

Event description:
The user does not have access to sound using the device since (B)(6) 2020. At the beginning it was noticed a gradual deterioration in hearing followed by a complete loss of all sound a week later. Before the event occurred, the hearing performance using the device was very good.

Manufacturer narrative:
Additional information: as per the complaint information and the manufacturers experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user does not have access to sound using the device since (B)(6) 2020. At the beginning it was noticed a gradual deterioration in hearing followed by a complete loss of all sound a week later. Before the event occurred, the hearing performance using the device was very good, aided levels and ace discrimination scores were excellent.